Manufacturer narrative:
Investigation summary: the device was able to rewind during evaluation, however, the grinding noise reported by the user was observed. The device was disassembled and the motor casing was found to be loose. When pressing on the casing during rewind, the motor began to stall. It is likely that the peening of the casing done by the manufacturer was not deep enough and allowed the casing to loosen over time. This resulted in the motor shaft being able to wobble and subsequently allow the pinion gear to mistime against the step gear.

Event description:
It was reported that the user experienced an occlusion alert followed by a restart alert, attempted a supply change, and then encountered repeated failures to complete the rewind with abnormal noise and an ¿unable to process¿ alert, indicating a device malfunction affecting the infusion/drive system. Symptoms included potential interruption of insulin delivery consistent with risk for hyperglycemia. Outcomes included use of backup therapy and shipment of a replacement device. Investigation included technical consultation and troubleshooting by customer care. Investigation of this case revealed abnormal device behavior during rewind and inability to process commands, consistent with a malfunction. It was concluded that the device malfunctioned, and replacement was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.